Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was explanted due to pain at the pocket site. The explanted ipg will not be returned per hospital policy.